Event description:
It was reported that this left bundle branch lead exhibited oversensing of the right ventricular (rv) lead activity. X-ray examination was performed and the oversensing was suspected to be caused by the positioning of the lead. The lead positioning was subsequently revised. No additional adverse patient effects were reported. This lead remains in service.